Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. The customer reported that the high blood glucose at the time of the incident was 26.7 mmol/l. The customer reported that the current blood glucose was 26.5 mmol/l. Troubleshooting was performed. The customer reported that they treated the blood glucose using the insulin pump. The customer that they went to clinic for an appointment and got their blood glucose at 1:00 pm. The customer reported that the drive support cap was normal. The customer declined to check for the presence of leaks or air bubbles in the tubing and reservoir. The customer reported that the cannula was straight on the infusion set. The customer declined to perform the high pressure test. The customer was advised to change entire set and reservoir. The product is not expected to return.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test, prime test, excessive no delivery test and occlusion test. No error alarm during testing noted.